Event description:
Report of "in the preparation of the band when he inflated it prior to surgery (a step to replace the air in the band with saline) the band inflated unevenly. The band had an "aneurysm" or ballooning out of a section of the band."